Event description:
On 7/6/98, the following was reported to datascope: the pump displayed an unusual waveform. The dressing on the pt's groin was removed. The iab was aspirated & the line was flushed & the iab was returned to normal with good function. The "check iab catheter alarm" sounded & dark flecks were found inside the drive line. A rupture was diagnosed. The iabp was turned off & the cardiologist was called. No difficulty was reported with the removal of the iab. There was no pt injury or complication as a result of the event. [Event complications]: none from the event- reported 1/13/98 & 7/6/98. [Pt's current status]: unk-rpt'd 1/13 & 7/6/98.

Manufacturer narrative:
Eval summary: eval: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edge penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.